Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.  If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient's device was tested, loss of atrial markers and loss of signal on the atrial electrocardiogram were observed. A chest x-ray was performed to investigate the atrial lead and it was found that the lead was in the expected position with no dislodgement or perforation. The patient was said to be "symptomatic." The device remains in use. No further patient complications have been reported as a result of this event.